Event description:
The customer reported a motor error alarm during the basal rate delivery. The customer also reported being hospitalized due to high blood glucose levels because her insulin pump shut off without her knowledge. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. In addition, the customer reported scratches on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2011-02995.